Manufacturer narrative:
The hiv duo reagent expiration date was not provided. The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. The investigation was limited due to the unavailability of calibration and quality control data, as well as the absence of patient samples treated with pre-exposure prophylaxis (prep) for further analysis. Confirmatory testing, including western blot (wb) and polymerase chain reaction (pcr), confirmed that the observed results were false reactive. False reactive results are a known phenomenon and are described in the assay's method sheet. No general product issue was identified.

Event description:
The initial reporter alleged they observed likely false reactive results with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The customer provided results for multiple samples tested with the elecsys hiv duo assay. Results included the following: sample ID (B)(6) generated a result of 3.51 coi (reactive) on (B)(6) 2023, with a wb result of indeterminate; sample ID (B)(6) generated a result of 2.3 coi (reactive) on (B)(6) 2023, with a wb result of indeterminate; sample ID (B)(6) generated a result of 2.29 coi (reactive) on (B)(6) 2023, with a wb result of negative; sample ID (B)(6) generated a result of 1.66 coi (reactive) on (B)(6) 2023, with a wb result of negative; sample ID (B)(6) generated a result of 1.87 coi (reactive) on (B)(6) 2023, with a wb result of indeterminate; sample ID (B)(6) generated a result of 2.53 coi (reactive) on (B)(6) 2023, with a wb result of negative; sample ID (B)(6) generated a result of 4.09 coi (reactive) on (B)(6) 2024, with a wb result of negative; sample ID (B)(6) generated a result of 9.38 coi (reactive) on (B)(6) 2024, with a wb result of indeterminate; sample ID (B)(6) generated a result of 17.1 coi (reactive) on (B)(6) 2024, with a wb result of indeterminate; sample ID (B)(6) generated a result of 36.2 coi (reactive) on (B)(6) 2024, with a wb result of negative; sample ID (B)(6) generated a result of 2.31 coi (reactive) on (B)(6) 2024, with a wb result of negative; sample ID (B)(6) generated a result of 1.48 coi (reactive) on (B)(6) 2024, with a wb result of negative; sample ID (B)(6) generated a result of 9.51 coi (reactive) on (B)(6) 2024, with a wb result of negative; sample ID (B)(6) generated a result of 10.1 coi (reactive) on (B)(6) 2024, with a wb result of negative; sample ID (B)(6) generated a result of 60.2 coi (reactive) on (B)(6) 2024, with a western blot (wb) result of indeterminate; sample ID (B)(6) generated a result of 6.07 coi (reactive) on (B)(6) 2024, with a wb result of negative; sample ID (B)(6) generated a result of 1.02 coi (reactive) on (B)(6) 2024, with a wb result of indeterminate; sample ID (B)(6) generated a result of 1.24 coi (reactive) on (B)(6) 2024, with a wb result of negative; sample ID (B)(6) generated a result of 3.64 coi (reactive) on (B)(6) 2024, with a wb result of negative; and sample ID (B)(6) generated a result of 18.8 coi (reactive) on (B)(6) 2025, with a wb result of indeterminate. Samples with indeterminate wb results were further tested using polymerase chain reaction (pcr), which confirmed hiv rna negative results.